Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Site doctor declined to provide patient information per mnav rep. On 07/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/21/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the arcadis 3d navigation logged-out automatically and became unresponsive. The navigation system was re-started and used to continue the procedure. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.